Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381411 and lot number 4219459. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
There have been 2 separate instances in nicu [xxxxxx] where insyte IV catheters were difficult to retract once catheter was inserted into vein and staff attempted to retract the needle by pressing the button. Neither case involved patient or staff harm, as the nurses were able to get the needle to retract after removing it from the patient (with the needle sticking out) and firmly pressing the button. Concern for issue with possible defect in engaging button for retraction as these two separate events required quite a lot of force to get the retraction mechanism to work.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.